Manufacturer narrative:
Blood was observed on the adhesive pad. Investigation found that the formed needle was visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which indicates that the hard cannula was improperly installed. Damage was found to both the slide retract and formed needle at the location where the formed needle sits in the slide retract due to the hard cannula being installed improperly. The exposed formed needle not being seated properly contributed to the blood reported. No other defects or deficiencies were found that would result in a failure of the device. (B)(4) implemented an enhancement to vision system to catch the presence and orientation of the cannula in the slide retract. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient reported blood through the viewing window. The blood glucose was reported normal.